Event description:
During preparation of the device for use, a segment of the catheter separated and dropped to the floor. The separation occurred after the catheter was flushed, and was noticed when the device was brought to the pt table. There was no pt injury. The product problem was detected prior to use in pt.

Manufacturer narrative:
Visual inspection of the returned device found that the distal shaft separated at the hypotube bond.